Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a navistar¿ electrophysiology catheter and suffered a pericardial effusion. Post-procedure, the patient became hypotensive. Pericardial effusion was confirmed via ultrasound. There is no information regarding interventions. Patient was reported to be in stable condition immediately after the event. Patient required extended hospitalization as a result of the event for monitoring. There is no information regarding patient outcome. There were no factors cited that may have contributed to the event. It was noted that the pericardium was likely punctured during right ventricular mapping or ablation. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No transseptal puncture was performed. There is no sheath information. Generator parameters included temperature control mode at 25 watts and 60°c. Power was not titrated. There is no information regarding impedance. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. No irrigated catheter was used during the procedure. There is no information regarding anticoagulation during the procedure. In addition, there were no errors reported on any bwi equipment during the procedure.